Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred shortly after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient's blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred shortly after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation..

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Corporate provided blood port and adapter caps were attached to the device. The fibers were wet, and blood was noted throughout the dialyzer and pooled on the outside of the fibers in the bell housing. During gross visual examination, a kinked and looped fiber and fiber fragment were noted within the dialyzer at approximately 180° on the non-cavity ID end, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, it was noted that the potted fiber fragment was actually a continuation of the looped fiber; the looped fiber was potted in the polyurethane (pu) in two sections on the same side. Approximately 1.00 inch of the fiber end was on the outside of the pu. No other damage or irregularities were noted. The dialyzer was not subjected to a laboratory leak test as a looped and kinked fiber is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.